Event description:
This 55-yr-old female underwent silicone gel bilateral breast augmentation several years ago. As the procedure was performed at another facility, the MFR is not known to this reporting facility. Gross exam: right implant is intact; the left has a 0.1mm defect which exudes a gelatinous, tenacious material.